Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the tip of the blade was broken off at the test before use on the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.